Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Event description:
It was reported that approximately 18 months post-implant of a bifurcated stent graft, infrarenal aortic extension and bilaterally implanted limb extensions, a follow-up computed tomography scan identified a disconnection between the limb extensions (refer to MDR number 2031527-2013-00087) and the bifurcated device with no endoleak. The patient was treated with additional limb extensions, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Event description:
It was reported that approximately 18 months post-implant of a bifurcated stent graft, infrarenal aortic extension and bilaterally implanted limb extensions, a follow-up computed tomography scan identified a disconnection between the limb extensions and the bifurcated device with no endoleak. The patient was treated with additional limb extensions, to bridge between the separated components. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. However, medical records were obtained and reviewed by a clinical representative. Review of the medical records noted at baseline the patient had bilateral iliac artery aneurysms that were treated with limb extension grafts. The patient presented with peripheral vascular disease and hypertension among other comorbidities. The progression of the disease likely caused the iliac artery aneurysms to expand and as a result of this the limb extension grafts migrated. Review of the manufacturing records indicates the lot met all release criteria with no relevant nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The device instructions for use, under warning and precautions, state: patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft such as due to negative remodeling of the aneurysm or disease progression) should receive enhanced follow-up.